Event description:
It was reported that the patient line of the four (4) homechoice cassettes could not be removed from the female connector of the minicap transfer sets. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred on an unspecified date in 2024, reported as "within the last two weeks." G1: the devices were manufactured at one of the following facilities: baxter healthcare - mountain home 1900 n highway 201 mountain home ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. The devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.